Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that his was an unknown procedure performed on (B)(6) 2020. The surgeon relayed the 1st suture with caspari¿s suture punch. He tied up the suture with arthrex's knot pusher. Then, the suture snapped. The 2nd suture was replaced, but it snapped again. The complaint device was received and evaluated. Visual observations reveal that only a section of violet suture was received. In addition, the suture was cutted and frayed. In other hand, the anchor, handle, and the shaft inserter didn't received for analysis. A manufacturing record evaluation was performed for the finished device lot number: [6l80711], and no non-conformances were identified. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the excessive tension applied on the suture during the procedure. However, this cannot be conclusive determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 correction narrative: d4: the lot number was inadvertently missed on the initial report; and has been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). The lot number is not currently available. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2020, it was observed that the gryphon p br ds anchor w/oc device suture snapped while the surgeon relayed the first suture with the suture punch, and then tied up the suture with the knot pusher and snapped again. It was reported that there were no delays, and no harm to the patient. It was not reported if a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.